Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause was unknown. The error messages did not resolve. The impedances did not resolve. The rep was able to program around all of the electrodes with high impedances. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the settings not available message was displayed on the controller screen. The rep was at the first appointment for the patient and they were reprogramming the implantable neurostimulator (ins) for the first time and the controller was not communicating with the ins. The rep noted that she was able to pair the controller and when the controller was locked/unlocked, they got the no device found message. A hard reset was performed then the rep got the no device found message again with the recharger connected. The rep was then directed to use the controller to interrogate the ins and the communication was successful. The controller was unlocked, and it displayed a message that indicated, ¿cannot provide desired settings¿ and when increasing the intensity, with the controller on group a. The message was not displayed when increasing the intensity using the controller on group b or c. Lastly, impedances were checked, and it was discovered that electrode 0 and 8 were high but they were not used for programming. There were no further complications reported or anticipated.